Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes, the device experienced foreign matter in tube biological and non-biological. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: usually, the inner side of tube is spray-coating. However, this lot number of tube 36792 shows cluster inside the tube or white mattres coating on the tube wall. This result causes the medical staff afraid of using this tube, they suppose the unusual phenomenon of the tube will lead to unaccurate medical report.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. The photos show a tube labeled with powder in the tube. The additive that is in the tube is correct per the specification for the catalog 367921. This product does not contain a spray coated additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes, the device experienced foreign matter in tube biological and non-biological. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: usually, the inner side of tube is spray-coating. However, this lot number of tube 36792 shows cluster inside the tube or white mattres coating on the tube wall. This result causes the medical staff afraid of using this tube, they suppose the unusual phenomenon of the tube will lead to unaccurate medical report.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/1/2021.

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 2 photos from the customer in support of this complaint. A visual examination of samples and photos was performed and the customer's indicated failure mode of foreign matter was not observed. The samples and photos show a tube labeled with (B)(6) with powder in the tube. The tube has a grey shield and grey accents printed on the label. The additive that is in the tube is correct per the specification for the catalog 367921. Bd was unable to confirm the customer¿s indicated failure mode from the samples and photos provided because the product was manufactured to specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes, the device experienced foreign matter in tube biological and non-biological. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: usually, the inner side of tube is spray-coating. However, this lot number of tube 36792 shows cluster inside the tube or white mattres coating on the tube wall. This result causes the medical staff afraid of using this tube, they suppose the unusual phenomenon of the tube will lead to unaccurate medical report.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate 4 mg (fx) blood collection tubes, the device experienced foreign matter in tube biological and non-biological. This event occurred 500 times. The following information was provided by the initial reporter. The customer stated: usually, the inner side of tube is spray-coating. However, this lot number of tube 36792 shows cluster inside the tube or white mattres coating on the tube wall. This result causes the medical staff afraid of using this tube, they suppose the unusual phenomenon of the tube will lead to unaccurate medical report.